Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) identified sinus rhythm with complete heart block, junctional rhythm and left bundle branch block. Another ECG on the date of the implant identified sinus rhythm with a 2:1 atrio-ventricular block and intraventricular conduction delay. A permanent pacemaker was implanted the same day. No additional adverse patient effects were reported.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve (B)(6), electrocardiogram (ECG) identified sinus rhythm with complete heart block, junctional rhythm and left bundle branch block. Another ECG on the date of the implant identified sinus rhythm with a 2:1 atrio-ventricular block and intraventricular conduction delay. A permanent pacemaker was implanted the same day. Two days later the patient was not feeling well with a heart rate in the 100¿s due to suspected over diuresis. An intravenous therapy bolus of 250 cubic centimeters (cc) of normal saline was administered. The tachycardia was reported as not recovered. Ten days following valve implant, during review of the arrhythmia logbook, atrial fibrillation was noted. Medication was prescribed and approximately one month later the atrial fibrillation had resolved. No additional adverse patient effects were reported. Additional information was received that three days after the implant, an electrocardiogram (ECG) indicated normal sinus rhythm. Additional information was received that fifty-nine days post valve implant the patient was admitted for atrial fibrillation (afib) with rapid ventricular response (rvr) and experienced shortness of breath. Medication was administered; two days after the medication both the afib and rvr resolved. No additional adverse patient effects were reported. Additional information was received which now indicated that the atrial fibrillation which was previously reported as resolved approximately one month post valve implant, actually had not resolved. Medication was administered. No additional adverse patient effects were reported. Additional information indicated that two years post implant an electrocardiogram (ECG) indicated left bundle branch block (lbbb). No treatment was required. No adverse patient effects were reported. Additional information received indicated that the day following the valve implant the b-type natriuretic peptide (bnp) elevated to 388 with a volume overload and volume status +2 liters of oxygen post-operatively. Intravenous (IV) diuretic with supplemental potassium provided for diuresis. Two, three days following implant the bnp measured 172 and 139, respectively. Twenty-three days following the implant dyspnea with minimal exertion and a 30 pound weight gain was noted. Lymphedema, lower leg +2 pitting edema, and a bnp of 397 as result of diuretic non-compliance was noted. The physician indicated the volume overload was causal to the procedure but unrelated to the medtronic products. Approximately 57 days following the valve implant the patient reported feeling frequently tired. Fatigue also reported. A sleep study was recommended to evaluate for obstructive sleep apnea. Sleep study results were not provided. On this same date, an exacerbation of congestive heart failure (chf) occurred. Shortness of breath was present and an x-ray identified bilateral pleural effusions. A bnp measured 108. Oxygen and an intravenous diuretic were provided. The chf exacerbation resolved four days later. The patient was asymptomatic at discharge. This chf exacerbation was reported as possibly related to the valve and implant procedure. At the 2-year and 3-year follow-up the fatigue continued. The physician indicated the tiredness and fatigue was possibly related to the valve and implant procedure. At the 3-year visit, the volume overload that first occurred 2 days following the valve implant was still not resolved. However, the volume overload did resolve approximately 5 years following implant. The fatigue resolved approximately 5 years following the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {envpro-16-c}; product lot/serial number {(B)(6)}; product type: {delivery catheter system}; implant date {na}; explant date {na} product ID {ls-envpro-16-c}; product lot/serial number {(B)(6)}; product type: {compression loading system}; implant date {na}; explant date {na} updated data: b2, b5, d8, d10, g1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.